Manufacturer narrative:
A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was recommended for replacement.

Event description:
The hospital reported adjustable pressure limiting valve was not working and causing an inability to manually ventilate. There was no report of patient involvement.

Manufacturer narrative:
The initial submission was erroneously submitted as a 5 day report. This is in error as ge healthcare was not required to initiate action to prevent an unreasonable risk of substantial harm. The event should have been reported as a 30 day report and has been corrected on this follow-up MDR.

Manufacturer narrative:
The adjustable pressure limit (apl) valve was replaced to fix the reported failure.